Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion pressure test, recording a pressure of 59.370 psi, which is outside the acceptable range of 22¿38 psi. The device also failed the 8 psi occlusion pressure test recording a pressure of 64.130 psi, which is outside the acceptable range of 0-16 psi. The failure mode was confirmed, and the probable cause was determined to be a component issue. The pressure sensor was replaced, which successfully resolved the issue. Following replacement, the device passed the 30 psi occlusion pressure test at 26.100 psi, which is within specification. Following replacement, the device passed the 8 psi occlusion pressure test at 4.090 psi, which is within specification. CAPA-15 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion pressure test, recording a pressure of 59.370 psi, which is outside the acceptable range of 22¿38 psi. The device also failed the 8 psi occlusion pressure test recording a pressure of 64.130 psi, which is outside the acceptable range of 0-16 psi. The failure mode was confirmed, and the probable cause was determined to be a component issue. The pressure sensor was replaced, which successfully resolved the issue. Following replacement, the device passed the 30 psi occlusion pressure test at 26.100 psi, which is within specification. Following replacement, the device passed the 8 psi occlusion pressure test at 4.090 psi, which is within specification. No patient involvement was reported.